Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified right coronary artery (rca). A 32 x 3.50 promus premier¿ drug eluting stent was selected for use to treat the lesion. During preparation, when the device was removed from the hoop and the wire portion at the distal tip was pulled out, the stent dislodged from the delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the entire stent profile was damaged with the mid-section of the stent was found to be severely stretched. The distal 4 rows and the proximal 3 rows of stent struts received minimal damage to their profile. The product stent protector was not returned for analysis with the device. The crimped stent was detached from balloon. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions with solidified contrast media evident inside the balloon chamber. Crimp markings were not evident on the balloon wall. Crimp markings are less pronounced on the balloon wall if a balloon has experienced positive pressure. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. Residual solidified contrast media inside the balloon chamber suggests that the balloon received positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Based on the examination of the returned device; it appears the balloon may have received positive pressure after the stent detached outside the patient as the proximal & distal portions of the stent do not suggest that the balloon was inflated while the stent was crimped on as the profile is relatively undisturbed. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified right coronary artery (rca). A 32 x 3.50 promus premier¿ drug eluting stent was selected for use to treat the lesion. During preparation, when the device was removed from the hoop and the wire portion at the distal tip was pulled out, the stent dislodged from the delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. (B)(4).